Manufacturer narrative:
Per field service rep (fsr), when he was not to trouble shoot the issue, he powered the unit on/off three times and the display came up fine. He tapped on the unit and briefly got horizontal lines. The fsr replaced the display assembly (which includes the display, display circuit board, speed control, and the front keypad membrane). Then he tested the operation of the centrifugal control unit (ccu). He verified proper operation of the base power supplies, air and level sensors, and the flow and centrifugal systems. The fsr completed several power on/off cycles to verify ccu display and operation. With the components replaced, the unit operated to MFR's specs and was returned to clinical use. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the perfusionist powered up the unit, all modules came on except the arterial display power. He powered off and then on again and the same issue occurred. He then took the cable cover off in the back and there was no change. The perfusionist unplugged the unit and it went on battery back-up. Eventually the arterial display came back up but it had lines on it. The non-emergent case was canceled on (B)(6) 2013. The perfusionist did not feel comfortable using the unit. The unit was repaired by the field service rep (fsr) on (B)(6) 2013 so that surgery could be performed. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the pt. The hospital only has one heart lung machine, so they closed the catheterization lab for the day as well.